Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bogus or ghost pockets were identified in the database on the station. A technical support specialist dialed into the server and ran the bogus pocket query and could not find any bogus pockets on any station and attempted to contact user for additional information, but the call did not go through, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested to check the database of pyxis ghost pocket for the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested to check the database of pyxis ghost pocket for the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.